Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A surgeon has reported his concern considering cmw 2 bone cement over a period of the past few months. This does not concern one specific lot, however I have the details of a the lot number whereby the issue also occurred. The surgeon described the bone cement to be very runny in consistency over the past few months, as well as the cement¿s setting time to differ from the usual.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Lot: 4200156; manufacturing date: 10 jun 23; expiry date: 31 may 26; quantity: (B)(4); product checked: retained samples. Required testing: tm-t150 cement setting time. There is one non-conformance associated with this batch. The non-conformance would have no impact to the cement performance. The samples returned were tested in a temperature and humidity-controlled laboratory. Lot: 4200156; dough time: 59 s (spec: 1 min 30s); mix characteristics: firm; setting time: 5 min 25s (spec: 4 min 00s to 6 min 00s). The cement mixed and behaved as expected for the product type and met the appropriate control specification. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 3325040 and lot number: 4200156 has no non-conformances/ manufacturing irregularities related to the malfunction were identified.